Event description:
Intra-aortic balloon pump initiated on 8/18/96 at approx 1700. At 1320 on 8/19/96, balloon ruptured. Surgeon called and balloon replaced at 1335. Pt was in bed. Had been repositioned within approx 30 min of event.